Manufacturer narrative:
(B)(4). The tensioner met print specifications where measured. The tensioner has a potential field age of approximately 9 years with an unknown number of uses. This device was used for treatment. A sample wire was clamped in the tensioner and the handle of the tensioner was twisted until the tensioner read as much tension on the wire as it could read. The functional test found the tensioner did not properly lock the wire in place due to a broken pin. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the locking handle is broken and no longer provides sufficient tension on the cable.